Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. There are multiple patients. All known information is provided in the literature article. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: bjørdal, j. Et al (2022), a cost-effectiveness analysis of reverse total shoulder arthroplasty compared to locking plates in the management of displaced proximal humerus fractures in the elderly. The delphi trial., journal of shoulder and elbow surgery, vol. Xx (xx), pages 1-26 (norway). The aim of this cost-utility analysis (cua) alongside with a multicenter randomized controlled trial was to evaluate the cost¿effectiveness of surgical treatment with reversed total shoulder arthroplasty (rtsa) compared to open reduction and internal fixation (orif) with a locking plate for patients 65-85 years old with a displaced proximal humerus fracture. Between (B)(6) 2013 to (B)(6) 2017, a total of 124 patients who were randomized with rtsa (n=64; 5 male and 59 female; mean age was 75.7 years) or orif (n=60; 8 male and 52 female; mean age was 74.7 years) were included. The control group (orif) was treated with a philos locking plate (depuy synthes) and suture 76 cerclage to secure the tubercles. The patients were followed up at three, six, twelve, and twenty-four months. The following complications were reported: orif group: 11 patients experienced 12 adverse events, 7 of these required secondary surgical procedures and 4 were treated non-operatively. Among the patients who underwent revision surgeries, 4 patients underwent revision to rtsa, 1 had non-union treated with refixation and subsequent implant removal, and 3 had removal of screws. Among the patients who were treated non-operatively, 1 was due to rotator cuff-injury, 1 was fracture distal of plate treated with orthosis, and 2 screw penetration. This report is for an unknown synthes philos plate/screws. This is report 1 of 2 for (B)(4).